Event description:
Affiliate reported that during a revision, the tube was broken at about 3cm from the tip of the sensor by contacting the edge of the bone. When the surgeon pulled the device by instruments to remove it, the cable broke again inside the scalp leaving the broken part of the cable in the patients epidural space.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated due to the reclassification of the medwatch to serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
Two weeks after implantation, the device was revised. During revision, the tube was broken in about 3cm from the tip of the sensor by contacting the edge of the bone. When the surgeon pulled the device by instruments to remove it, the cable was broken again inside the scalp. The broken part of the cable(approximately 2cm) was left in the patient's epidural space. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated due to the reclassification of the medwatch to serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.